Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the mix motor to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. (B)(6).

Event description:
The customer reported erroneous ise (ion-selective electrode) results were generated on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.